Event description:
It was alleged that during a shoulder arthroscopy surgery the pump did not read pressure accurately causing infiltration of the soft tissue. It was reported that the dr had to open the pt to do open arthrotomy surgery for subacromial arch decompression. It was also reported that the pt is doing fine and there were no further complications.